Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 1300 mg/dl, cardiac arrest, and aspiration pneumonia with a urinary tract infection. The customer sustained severe bruising and soreness due to pressure when given CPR. In addition, the customer lost muscle mass. The customer was treated with intravenous insulin and saline and was released from the ICU on 10/18/2023 with the reported issue resolved and no permanent damage. Reportedly, the cause of the reported issue was due to the battery not charging. Additional information was not received. The customer declined further troubleshooting from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.